Event description:
Contact in 2005 of facility with episode of broken cryocyte bag that occurred in 2005. Product is r4r9955 and lot number is h03j08067. No additional information is available at this time.